Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 8.5-9.5 cm from the distal tip, consistent with lead friction to another device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.